Event description:
Upon emergence from anesthesia, oximeter cable detached from sensor on pt's finger. Pt noted to make attempts to reach toward face and rub eyes. Upon awakening, pt c/o eye pain, redness and inflammation. Anesthesiologist notified and treated appropriately.